Manufacturer narrative:
D4: expiration date added since initial submission. Investigation results: a fn-12s sample from lot ta220843 was not required for investigation of this feedback as the customer provided a photograph of the affected sample. The customer reported that of "part of the filter is missing". Analysis of the photograph confirmed the customer's experience as the tubing was cut above the filter, with the female luer identified to be missing. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that this type of damage is consistent with that caused when the tubing is caught in the heat seal of the packaging machine. If the set is not coiled in the packaging nest correctly, the seal around the edge of the packaging can be compromised by the tubing protruding out of the packaging. The tubing would then be caught in the packaging heat seal, causing the damaged and flattened appearance of the tubing. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot ta220843 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of reports of this nature in future, the manufacturing site have identified improvements to the packaging machine including a vision system to automatically detect defects of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the fn-12s product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submissions.

Event description:
No additional information.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was missing component. The following information was received by the initial reporter with the verbatim: part of the filter is missing (see photo).